Manufacturer narrative:
Other, other text: d4: expiration date, lot number and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a suspected cuff leak. Alarms occur frequently during patient use. The product was used in patients with thick necks, its effects were also suspected. There has been no report of patient injury.

Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed on the device. The device was functionally tested, and the device cuff remained inflated as intended, with no leakage observed. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.